Event description:
Patient had a right tha on (B)(6) 2021. Patient developed periprosthetic joint infection and was revised on (B)(6) 2023. All components were exchanged.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 702-04-48d; tridentii tritanium cluster48d; lot# 80501001a; cat# 6570-0-136; delta v-40 ceramic head 36/0; lot# 83291805; cat# 6720-0435; size 4 accolade ii 132 deg; lot# 81605501. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.